Manufacturer narrative:
Initial reporter is synthes sales representative 510k: this report is for an unknown blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hindfoot spiral blade backed out from the hindfoot arthrodesis nail (han). The surgeon used the end cap to lock the blade along with one proximal screw. The patient outcome is unknown. This report is for one (1) unknown nail head elements: hindfoot spiral blade. This is report 1 of 2 for (B)(4).